Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. The user tightened the luer lock and continue to prime the tubing. Reportedly, the user changed the tubing and successfully resumed insulin delivery. There was no impact to the user's blood glucose level.